Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 10-jun-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('large bleeding /large amount of blood and clotting') in a female patient who had essure inserted. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant) and genital haemorrhage (seriousness criterion medically significant). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain and genital haemorrhage had not resolved. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: patient told doctors about having the essure and w as assured it w as not related. Due to the nhs now being aware that the device is faulty she has been advised to have it removed. She is now waiting to have essure removed. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.